Event description:
It was reported to tyco/healthcare/kendall on 6/02 that a needle stick occurred due to a previous syringe did not drop into the sharps container. It was also reported that the syringe in the lid (not a kendall product) did not have the safety shield working. Sharps container did work outside of enclosure. The product has since been destroyed and is not available.